Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A supplemental report will be submitted when additional information is provided.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) shut down with a loud squeal and generated an "internal communication error" message. The customer rebooted the iabp unit two times before it would start functioning again. The iabp unit was removed from service and brought to the customer's biomed. There was no patient harm and no adverse event reported.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) shut down with a loud squeal and generated an "internal communication error" message. The customer rebooted the iabp unit two times before it would start functioning again. The iabp unit was removed from service and brought to the customer's biomed. There was no patient harm and no adverse event reported.

Manufacturer narrative:
A getinge fse was dispatched to the site for and observed saline on the executive processor board and on the front end board, so the fse replaced both boards to fix the issue. Also, the tidal disk was due, so it was replaced. The fse then performed all calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.